Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for an unspecified procedure foreign material was found. As the amplatz super stiff guidewire was opened a hair was noted inside the packaging. The procedure was completed with another amplatz super stiff guidewire. As there was no contact with the patient, no complications were reported.

Event description:
It was reported that during preparation for an unspecified procedure foreign material was found. As the amplatz super stiff guidewire was opened a hair was noted inside the packaging. The procedure was completed with another amplatz super stiff guidewire. As there was no contact with the patient, no complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - after visual analysis the package returned open and the wire was out from the hoop, however, a hair was found inside the hoop. Moreover, some staples were found around the package. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).